Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's family or friend reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 430 mg/dl. Customer stated that she treated with a manual injection. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the alarm is recurring. Customer stated that the alarm was still active on the pump at the time of the call. Customer was advised to clear the alarm. Troubleshooting was performed and customer stated that the insulin did exit the tubing. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer stated that they are wearing a friend's pump for now.